Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chambers were not returned to fisher & paykel healthcare (f&p) for evaluation. Investigation is thus based on the information and photos of the complaint chamber provided by the customer, and our knowledge of the product. Results: the visual inspection of the provided photo of the mr290 chamber identified water leaking at the connection between chamber dome and base. Conclusion: from the visual inspection and the information provided, we are not able to determine the cause of the crack. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare field representative that three mr290 vented autofeed humidification chambers were leaking water near the chamber base during use. There were no reported patient consequences.